Event description:
During use on the patient, it was reported that there were five (5) .018 sv 180cm guidewires that were damaged. The adjustable tip was mismatched at the introduction of the guide. There were no consequences to the patient. Another like-device was used to complete the procedure. No further information could be obtained. One non-sterile device was returned for analysis. Preliminary device evaluation revealed that the core wire distal tip was received fractured.

Manufacturer narrative:
Complaint conclusion: during use on the patient, it was reported that there were five (5) .018 sv 180cm guidewires that were damaged. The adjustable tip was mismatched at the introduction of the guide. No further information could be obtained. There was no reported patient injury. One non sterile unit of pgw .018 sv short 300cm st was received coiled inside of a plastic bag. The distal core wire was fractured and the coil wire was stretched/unraveled. Also, five sterile units from the same catalog number were received within their original packaging pouches and boxes (three units were from lot 35221315 and two units from lot 70913462). However, as per specialist information there was no complaint alleged on these devices. No other visual anomalies were noted on the received unit. Sem results showed that the core wire presented evidence of elongation and smearing. Stretching and/or pulling could be related to these surface characteristics. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. Functional test could not be performed because of the damages observed on the wire distal section (coil wire unraveled/stretched and core wire fractured). Per (B)(6) report (B)(6), (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10316754. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The complaints reported by the customer as: ¿gide wire- damaged¿ and ¿distal tip ¿ fractured¿ were confirmed due to the received condition of the product; moreover a fracture condition of the coil wire and the core wire was found on the unit. The exact cause of these failures could not be conclusively determined; however, the analysis of the product suggests that procedural factors might have contributed the failures as reported. The complaint reported as ¿guide wire ¿ impeded¿ could not be properly evaluated as no functional test could be performed because of the damages (distal tip core wire fractured and coil wire stretched/unraveled) observed on the received guide wire. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The complaints reported by the customer were confirmed due to the condition, fracture of the coil and core wire, of the received product. The exact cause of these failures could not be conclusively determined; however, the analysis of the product suggests that vessel characteristics and/or procedural factors might have contributed the failures as reported.

Manufacturer narrative:
(B)(6). The gender of the patient is unknown. (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.